Event description:
On (B)(6) 2013, it was reported that the patient noticed dampness in the cartridge compartment of her infusion device. She dried the inside of the device with a cloth and changed the insulin cartridge and adapter. The patient thinks the device should have displayed an e4 (occlusion error) message, but the device did not display any errors. The patient also reported that the display on the device was damaged. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Some segments of the display are not indicated. An insufficient gluing process by the manufacturer caused the separation or breakage of the display glass. The segment failure of the display can lead to misinterpretation of insulin amounts.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.